Event description:
On 13feb2025, an email sent by a johnson and johnson employee advised a patient (pt) was diagnosed with a ¿possible corneal infection¿ with a resulting scar that does not impact the visual acuity (va) while wearing an acuvue® abiliti¿ overnight brand contact lens (cl). On 26feb2025, additional information was received. The treating eye care professional (ecp) reported the pt was in the office on (B)(6) 2025, asymptomatic, and was prescribed lotemax four times daily (qid). The pt was seen by the ecp for additional follow-up (fu) visits on (B)(6) 2025 and (B)(6) 2025 with "slow improvements of edema". On 28feb2025, additional information was provided. The treating ecp reported that the pt experienced a "corneal infiltrate like an immune response with white cells, but not infectious as pt was treated with lotemax qid for 1 week and never used antibiotics to treat the pt.¿ the pt resulted with a minor central corneal scar, not affecting the va. The pt had a follow-up (fu) visit last week and completed the treatment with all symptoms resolved. The ecp advised that ¿the pt is young and should be fine and able to continue to use lenses." The suspect lot number was reported as 24427901l1. The manufacturer reported there were no deviations found for lot number 24427901l1. The suspect cl was requested for return to the manufacturer for evaluation. If any further relevant information is received, a supplemental report will be filed, as appropriate.